Event description:
Customer reported a high blood glucose issue and ketone level that was identified as life threatening by a health care provider that required emergency medical attention, leading to a stay in the ER and subsequent hospitalization in the ICU on (B)(6) 2025. While specific highest blood glucose value was unknown, the customer sustained contusions on their arms as well as experienced chest pain. Professional care involved the administration of IV fluids and insulin to resolve the issue. As part of troubleshooting and corrective actions, technical support guided the caller through various inspection procedures, ensuring all system components were functioning properly. It was confirmed that there were no issues with the infusion set, cannula, or t:lock connection. Customer was instructed to replace supplies as necessary and resume using insulin, with a follow-up for additional assistance if needed. Customer was released from the ICU on (B)(6) 2025 with the issue resolved though their hcp suspected possible brain damage. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.